Event description:
Email was received from service administrator / regulatory affairs representing amt surgical / vantage endoscopy stating two packages were observed with no seal on one end. Event took place at (B)(6) hospital in (B)(6).